Manufacturer narrative:
Qc prior to the event initially recovered too low. When they were repeated, qc was within lab-established ranges, but on the low end of the range. Samples were then run. After the event, the system was recalibrated and then qc was within range. Recalibrating the system seemed to resolve the issue. A bci field service engineer (fse) was dispatched to evaluate the instrument. The fse performed a "health check" and all testing passed specifications and no issues were found.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false low sodium (na) results for six (6) patient samples that were generated by the unicel dxc 600 pro synchron chemistry analyzer. Potassium (k) results were also considered low. The erroneous results were reported out of the laboratory. When a computer report showed the trend, the samples were rerun on an alternate instrument in the laboratory and results were amended. One of the six patients in the ER was given a k supplement based upon the original k result reported. After the result was amended, the patient was sent home and the patient was not adversely impacted by the treatment. No other reports were received based on patient affect for this event. This reportable event documents the malfunction portion of this event. A separate MDR 2050012-2011-00908 documents the affect to patient treatment for this event.